Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft deformed while inserting the cage intraoperatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft deformed during intra-operative cage placement. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Field h3 was updated as the device was not returned. A visual inspection, functional inspection, dimensional inspection, and material analysis could not be performed as the product was not returned. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this catalog number, no adverse trends were observed. Based on the information available from this event, it is likely that the tip deformed due to some cantilevering force while trying to adjust the inserter. Another plausible explanation for this failure mode is it could have been the effects of wear and tear as this device is five years old. The investigation is inconclusive as the product was not returned. H3 other text : status and location of the device is unknown.